Event description:
Note: date of the event is unknown. It was reported to boston scientific corporation on april 23, 2008, that an ultratome xl sphinctertome device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (patient age, gender and weight unknown). According to the complainant, "the device would not bow while in the scope. An attempt was made to squeeze the handle in order to bow the tip, and it was difficult to slide." The procedure was completed with a second ultratome xl sphinctertome. No patient complications were reported as a result of this event.

Manufacturer narrative:
Other (won't bow) the device was discarded and will not be returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.